Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not returned.

Event description:
A report was received that a rise in power consumption was observed during hvad implant. The wet test on the pump was done at 1,800 rpms for 60 seconds with power running at 1.7-1.8 watts. The pump was prepped without any complication by the vad coordinator. The surgeon cored the ventricle and inspected it for any clots or tissue and determined it to be clear from any clot or tissue post coring. The pump was inserted and started at 1,800 rpms for de-airing. After de-airing was completed and the outflow graft was unclamped, a rise in flows was observed which was thought to be flow settling. The speed was slowly increased to 2,200 rpms. During this time the power began to climb above the normal range for that speed. At a speed of 2,200 rpms, powers were 5.6 watts and flows were 9 liters/minute. The surgeon clamped the outflow graft and the pump remained running at 2,200 rpms and the power was at 4.5 watts. The surgeon decided to exchange the pump with a new one since the power was very elevated even with the outflow clamped. The pump was set aside and placed in formaldehyde for preparation to send in for evaluation. There were no patient related complications caused by this event. The site would like a full evaluation of the pump to rule out any device related complication or pump ingestion as the cause of the elevated power. Additional information received indicated that the patient is doing very well. It is unknown if he has been discharged from the hospital. Of note, the patient was not infected and did not suffer from any recent illness. The patient was adequately heparinized prior implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via log analysis since log files covering the reported event were not available for analysis. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. The presence of thrombus inside the pump may cause an impeller's imbalance which leads to an increase in power consumption thus triggering "high power" events. Clinical factors that may have contributed are multifactorial and may be attributed to anticoagulation therapy, disease progression, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased. Though the root cause of the reported event cannot be conclusively determined; however, there are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.